Event description:
Pt had diffuse corneal edema and corneal decompensation felt to be related at least in part to the intraocular lens. The iol was explanted, a corneal graft was done, and a new iol was implanted. The major indication for this surgery was to decrease inflammation and improve vision.